Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed and others related to data acquisition pcb failure. The customer reported there was no patient involvement.